Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2008.

Event description:
It was reported that the patient received multiple shocks for atrial fibrillation with rapid ventricular response. It was further noted that the device data showed the episode as ventricular fibrillation and supraventricular tachycardia episode. The device remains in use. No further patient complications have been reported as a result of this event.